Event description:
It was reported that the pulsavac plus didn't work, because the battery had been leaking. The customer used and finished the surgery with an alternative one. There was no patient or use harm/injury or surgical delay associated with this report. No additional clinical information was received prior to this report.

Manufacturer narrative:
Visual inspection of the device did not display any obvious defects and the battery terminal appeared to be unharmed. The device did not function in high or low speed mode when the trigger was manipulated. The voltage measurement of the battery pack was 0.0 volts due to discontinuity. Continuity of the gun and switch was normal. Seven or individual batteries displayed full charge of 1.5 volts. One battery had a small amount of corrosion on the positive terminal and displayed a charge of 0.0 volts. This one battery was replaced without cleaning the battery terminal contact and the device operated normally in both low an high speed mode. The customer's reported event was confirmed. The device did not operate upon receipt. One battery had become completely depleted and had corroded at the top of the battery and the applicable contact point. This caused a discontinuity in the power supply stream causing the device not to function. The battery did not display an anode expulsion or normal signs of leakage. The true root cause of the single battery corroding is unknown. This is most likely an isolated failure of one battery possible due to an environmental affect. The cause for the battery degradation is unknown.